Event description:
Customer reported an issue with their blood glucose (bg) reading displaying as "low" after updating time, personal profile, or biq/ciq settings, including sleep schedules. The customer consumed glucose gel to resolve the low bg. Customer updated their pump settings to address the event.